Event description:
Additional information indicates the patient did not demonstrate symptoms commonly associated with csf leak and medical/surgical interventions were not required.

Manufacturer narrative:
Correction: additional information indicates the patient did not demonstrate symptoms commonly associated with cerebrospinal fluid leakage and medical/surgical interventions were not required. Therefore, this device is no longer considered reportable. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2025, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, the lead was not implanted and the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.